Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow adult nasal cannula got caught between the patient's limbs and was pulled. It was reported that tubing was torn. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients. The opt944 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt944 cannula was received at fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected. Result: visual inspection of complaint device revealed that the tubing of the cannula was pulled apart. Conclusion: the reported event is most likely caused by the tube of the opt944 cannula being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannulas would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Manufacturer narrative:
(B)(4). The complaint opt944 optiflow adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow adult nasal cannula got caught between the patient's limbs and was pulled. It was reported that tubing was torn. There was no reported patient consequence.